Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, " writer entered room at 0315 as caregivers ringed call bell, reported red light on channel b syringe pump. Pump screen indicated pump error - code 351.6660 and instructed to press confirm if to restart channel a and replace syringe pump immediately. Writer removed the medication syringe (containing 0.8ml of hydrocortisone) and tubing and replaced the syringe pump. Pt supposed to receive whole 8ml (8mg) of hydrocortisone sodium succinate (pres-free) (1mg/1ml in syringe, reconstituted and sent from pharmacy) however writer unable to reprogram the pump, resulting in 0.8ml not being delivered. Msi made aware. Situation explained to caregiver at bedside as well. D5wns+20mmol kcl is infusing well through channel a without issue". There was patient involvement but no harm. After additional follow up, the hospital biomed indicated they determined the linear plunger position sensor was faulty, causing the infusion to stop. The sensor was replaced and the pump passed pm so it was returned to service by the hospital biomed.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: imdrf annex a, g, b, c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause that the syringe module had channel error 351.6660 could not be determined as no device was returned for investigation. Investigation summary: the report that the syringe module had channel error 351.6660 was confirmed through a review of the returned logs; however, the issue could not be tested. A review of the suspect syringe module s/n (B)(6) error log showed one (1) error code 351.6660 (syringe plunger position failure) was recorded on (B)(6) 2025 at 3:00 am. A log review was performed with the limited information contained in the syringe module event log. The syringe module event log does not contain key press information, volume infused and programming parameters. On (B)(6) 2025 at 2:31 am an infusion was programmed and started at a rate of 16 ml/hr and a volume to be infused (vtbi) of 6.6667 ml on a 10 ml bd syringe. At 2:56 am the syringe module alarmed for near end of infusion (neoi). At 3:00 am the suspect syringe module alarmed for error code 351.6660 (syringe plunger position failure). Inspection and testing could not be performed as no device was returned for investigation. The bd alaris modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operations on the affected channel stop; other infusing channels will not be affected. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris pc unit during the alarm state. Return the affected module to your facility¿s biomed department. Bd alaris technical service manual in the troubleshooting section contains information related to error code 351.6660. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, " writer entered room at 0315 as caregivers ringed call bell, reported red light on channel b syringe pump. Pump screen indicated pump error - code 351.6660 and instructed to press confirm if to restart channel a and replace syringe pump immediately. Writer removed the medication syringe (containing 0.8ml of hydrocortisone) and tubing and replaced the syringe pump. Pt supposed to receive whole 8ml (8mg) of hydrocortisone sodium succinate (pres-free) (1mg/1ml in syringe, reconstituted and sent from pharmacy) however writer unable to reprogram the pump, resulting in 0.8ml not being delivered. Msi made aware. Situation explained to caregiver at bedside as well. D5wns+20mmol kcl is infusing well through channel a without issue". There was patient involvement but no harm. After additional follow up, the hospital biomed indicated they determined the linear plunger position sensor was faulty, causing the infusion to stop. The sensor was replaced and the pump passed pm so it was returned to service by the hospital biomed.